Event description:
It was reported that during device change out due to normal eri, externalized conductors were observed via diagnostic imaging. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead was returned cut in two segments. Externalized conductors due to internal insulation abrasion were found at 6.9-9.5cm from the distal tip. The silicone insulation was abraded and the sensing conductor was visible. Internal insulation abrasion was found at 10.3- 11.7cm from the distal tip. The etfe coating was intact at these locations.